Event description:
Additional information received from the manufacturer¿s representative (rep) reported they believed the cause of the message was due the patient inadvertently turned therapy off. The cause of the implant not incrementing past 50% was due to the patient needing further education, but the cause of the communication issue wasn¿t determined, but reeducation resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that starting about a week ago the patient (pt) has been having signs of freezing up and was concerned with messages on the equipment like 508 or my therapy inactive. Pt said they want to turn therapy on. During the call the charger was heard beeping. Agent asked pt to stop recharging and use the dbs therapy app and pt called the nurse to come help them who said the staff had just spoken with the healthcare provider (hcp) office who advised to be patient. Patient services (pss) worked with caller to use the handset and communicator to check the status of the implanted neurostimulator and caller confirmed the left side was 100 percent charged therapy on and the right side was 50 percent therapy off. After restarting the handset and confirming the serial number of the communicator, caller was successful to turn therapy on for the right side. Pt initially said they felt weird and then pt and the nurse confirmed their legs were moving as expected. The troubleshooting steps that were taken on the call resolved the issue. On (B)(6) 2024 patient services received call from patient repeating the same information in regards to experiencing connection issues on the right-side implant and stated that the ins is not incrementing past 50%. Pss had the caller start a charge session of the implant and could hear the wr disconnect and connect to the implant. Pss had the caller reset the wr off the docking station and attempt to connect but the issue was persistent. At the end of the caller the caller stated that the ins increased to 75%.